Manufacturer narrative:
PMA 510(k): device is not distributed in the united states, but is similar to a device marketed in the us. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: july 22, 2015. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported the dr. Was using the compact hand equipment during the surgery. When he was using the drill, the drill bit 1.3mm broke. No surgical delay reported, patient outcome is ok. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the investigation has shown that the drill bit is broken off as complained; the tip of the broken off part was not returned for investigation. The review of the production histories revealed that this drill bit was manufactured in july 2015 according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. Unfortunately we only have limited information in the complaint description and cannot confirm how this happened. The relevant length cannot be checked to print specifications anymore due to the missing part. No definitive root cause was able to be determined; however, the failure mode is consistent with high applied mechanical force. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.